Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a few weeks previous, the pt suffered a subarachnoid bleed. The pt was admitted on (B)(6) 2012 for infection. The pt is in critical condition and on mechanical ventilation. The lvad pump is stable with no reported alarms. Per the vad coordinator, the pt has a long history or recurrent chronic infection of the percutaneous lead. The infection was treated and the hospital is trying to control her bleed with intracranial shunt and multiple trips to interventional radiology to remove clots in her brain. The pt has been off anticoagulation, but it was noted that aspirin will be administered.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.